Manufacturer narrative:
No medwatch form was received from the user facility; therefore, info on the medwatch form 3500a was completed by medtronic with info from the article.

Event description:
Journal reference: funkiewiez a, ardouin c, cools r, et al. Effects of levodopa and subthalamic nucleus stimulation on cognitive and affective functioning in parkinsons disease. Mov disord. 2006; 21(10): 1656-1662. The article describes the results from a study that involved a series of 22 pts being treated with bilateral deep drain stimulation (dbs) for management of symptoms related to parkinsons disease. The study objective was to assess cognition behavior and mood with stimulation on and off. Pts were tested prior 2 and 3 months after surgery. Five pts were determined to be apathetic at three months post surgery. Treatment (if any) and outcome info was not provided.